Event description:
On (B)(6) 2012, the customer stated that they noticed a blood leakage from the blood outlet during operation.(B)(4)

Manufacturer narrative:
(B)(4).the investigation showed that there was a fiber cracked. This could happen if the fiber is shrinking or the device gets an external stress.(B)(4)